Manufacturer narrative:
One sample was received for evaluation in used condition, decontaminated, with its original packaging and inside in a plastic bag. Functional testing was performed. The sample was filled with 100 ml of colored water using a syringe to detect any occlusion or leak. No leak or occlusion was detected in the sample received.

Manufacturer narrative:
E3: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that "when the medicine is inserted in the cassette and air is released, the medicine is found to be leaking from the inner bag". This occurred during priming. There was no patient involvement, and no patient harm/adverse event reported.